Event description:
Consumer reported complaint for high and erratic blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results from results obtained of 305, 569 and 219 mg/dl. The customer¿s expected am fasting blood glucose test result range is 100-175 mg/dl and expected pm fasting blood glucose test result range is 175-200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 06/20/2025 and test strips were opened the day before the call. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (only 3 results provided): result 1: 305mg/dl, date: (B)(6) 2025, time: 10:36am, fasting. Result 2: 569mg/dl, date: (B)(6) 2025, time: 10:38pm, fasting. Result 3: 219 mg/dl, date: (B)(6) 2025, time: 1:17pm, fasting.

Manufacturer narrative:
Internal report reference number (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 19-feb-2025 to ensure the customer¿s initial concern was resolved- the customer stated they received the replacement product and is getting e-2 a new case was opened.